Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issue resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced bleeding from the ear canal following surgery due to a laceration. The recipient was put on eliquis/blood thinners. The recipient was given unspecified ear drops and prednisone.